Event description:
It was reported that during a follow-up session, rv (right ventricular) lead noise was noted on stored egms (electrograms). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2014. (B)(4).